Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the totally occluded lesion and previously deployed stent contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the previous stent and guiding catheter during retraction would have then led to the reported resistance and the stent ultimately dislodging. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
Reportedly, the lesion being treated was a long lesion, chronic total occlusion, located in the mid circumflex (cx) with heavy tortuosity. The cx was wired and they tried to take a 2.25 non-abbott stent delivery system (sds) across, however, it failed to cross. The lesion was then ballooned and flow was reestablished. Two 2.5 xience were deployed and then a 2.5 x 12 xience was attempted across, however, it failed to cross and during retraction, the sds became caught on the tip of a non-abbott guiding catheter so everything was removed as one unit. However, it was noticed that the stent had dislodged and was found in the sheath so the sheath was pulled out, however, the stent migrated distal. The stent was ultimately snared and removed from the patient. The last part of the long lesion was treated with ballooning only. The patient was fine post procedure. It was thought that perhaps the 2.5 x 12 xience had been damaged during retraction through a bilateral iliac stent which had been placed in a prior procedure, causing the stent dislodgement. Reportedly, several unknown guide wires had failed to cross through the iliac stent during the initial part of the procedure. No additional event or patient information was provided.